Event description:
Caller reports being unable to test customer's blood glucose due to a device error on the aviva system while customer was having low blood symptoms. Caller treated customer with some cereal and juice. Requested return of suspect device and replacement was sent.